Event description:
It was reported that the patient experienced stimulation of the spinal cord stimulator (scs) system implantable pulse generator (ipg) turning off. The patient stated this occurring with the use of the remote control or due to magnet resets, and has to turn the stimulation on with the remote control. The patient was asked to try different stimulation programs and to be vigilant as to when the stimulation turns off. The patient was provided with a replacement remote control, and reprogramming was conducted, as well as firmware updates, however the issue was not resolved. A database analysis was performed and no anomalies were found. The patient underwent a revision procedure in which the ipg was replaced.

Manufacturer narrative:
H3: device eval by manufacturer = device has been received and analysis is in process.

Event description:
It was reported that the patient experienced stimulation of the spinal cord stimulator (scs) system implantable pulse generator (ipg) turning off. The patient stated this occurring with the use of the remote control or due to magnet resets and has to turn the stimulation on with the remote control. The patient was asked to try different stimulation programs and to be vigilant as to when the stimulation turns off. The patient was provided with a replacement remote control, and reprogramming was conducted, as well as firmware updates, however the issue was not resolved. A database analysis was performed and no anomalies were found. The patient underwent a revision procedure in which the ipg was replaced. It was additionally reported that the patient is doing well post operatively.

Event description:
It was reported that the patient experienced stimulation of the spinal cord stimulator (scs) system implantable pulse generator (ipg) turning off. The patient stated this occurring with the use of the remote control or due to magnet resets and has to turn the stimulation on with the remote control. The patient was asked to try different stimulation programs and to be vigilant as to when the stimulation turns off. The patient was provided with a replacement remote control, and reprogramming was conducted, as well as firmware updates, however the issue was not resolved. A database analysis was performed and no anomalies were found. The patient underwent a revision procedure in which the ipg was replaced. It was additionally reported that the patient is doing well post operatively.

Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator (ipg) instructions for use (IFU). There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure can result in ineffective pain control and undesirable stimulation may occur over time, are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Also electromagnetic interference, strong electromagnetic fields can potentially turn stimulation off, cause temporary unpredictable changes in stimulation, or interfere with remote control communication. If an electromagnetic field is strong enough to turn stimulation off, this will be temporary, and stimulation will automatically return once the electromagnetic field is removed. Patients should be advised to avoid or exercise care around the following theft detectors, tag deactivators and rfid devices, such as those used at department stores, libraries, and other public establishments. Patients should proceed with caution, ensuring that they move through the center of the detector as quickly as possible. Interference from these devices should not cause permanent damage to the implanted device. Security screeners, such as those used in airport security or at entrances to government buildings, including hand-held scanners. Patients should request assistance to bypass the security screener and advise the security staff that they have an implanted medical device. If patients must pass through the security screener, they should move through the security screener quickly and stay as far as allowed from the screener. Power lines or power generators, electric steel furnaces and arc welders, large magnetized stereo speakers, strong magnets, automobiles or other motorized vehicles using a lojack system or other anti-theft systems that can broadcast a radio frequency (rf) signal. The high energy fields produced by these systems may interfere with the operation of the remote control and its ability to control stimulation. Other sources of electromagnetic disturbance, such as wi-fi routers, cordless phones, bluetooth wireless streaming devices, baby monitors, microwave ovens. When in close proximity, equipment that generate strong electromagnetic fields might cause uncomfortable or jolting stimulation or interfere with wireless communication even if they comply with cispr requirements. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as known inherent risk of device.